Event description:
During a hem/onc on a pt, the line broke and a piece of the line was retained inside the body, requiring interventional radiology to go in and obtain.

Manufacturer narrative:
Catalog number unk but suspected to be a c-tpns prefix. Expiration unk as lot is unk. (B)(4). Event is still under investigation.